Event description:
The licox catheter was placed on a patient with an acute severe brain injury. Four days after placement, a head CT noted an area of dead tissue around the tip of the catheter where the sensor was but between the time of placement and the head CT the licox probe was producing (B)(6) readings which the treatment team based the patient's care plan off of. Subsequent CT scan then showed a large area of progressive infarction throughout the left mca territory involving the left inferior parietal, temporal and occipital lobes.